Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and a bolus via the pump would be delivered to address the bg level. The cause of the high bg was not known. As the events had occurred in the past, tandem technical support advised the contact to discuss the high bg levels with a healthcare provider.